Event description:
Frequency: inhale the contents of 1 ampule via nebulizer in the morning and in the evening. Indication: chronic obstructive pulmonary disease, unspecified. Pt reported having trouble with her nebulizer after disinfecting it has swollen lips and throat problems. Patient states was working perfectly fine until she boiled the nebulizer per the instructions from the delivery system. Afterwards the nebulizer was not delivering the mist correctly. Rph determined that boiling the nebulizer must have affected the delivery system and thus compromised the nebulizer. Unknown if pt missed a dose; unknown if available for return; unknown if md aware. No further information provided.